Manufacturer narrative:
The customer contacted siemens to report an atellica im 1600 instrument was generating signal 3 errors on some quality control (qc) materials and other qc materials had test results that drifted. The customer did not provide test data. The customer did provide a list of potentially impacted tests. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found that the acid/base pump was leaking. The cse replaced the acid/base pump, set the instrument from wet to dry using operator diagnostics, performed the autocheck procedure, performed the daily cleaning procedure (dcp) and ran qc material with acceptable results. The cause of the signal 3 errors and qc drift was the leaking acid/base pump. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Signal 3 errors were generated by an atellica im 1600 instrument on some quality control (qc) materials. Other qc materials had test results that drifted. Discordant test results could have been obtained before action was taken to correct the qc issue. Initial patient test results were reported to physician(s). The patient samples were not repeated. There are no known reports of discordant test results. There are no known reports of patient intervention or adverse health consequences due to the signal 3 errors and qc drift.